Event description:
It was reported that the IV set caused the pump to alarm "set out" and could not be utilized for infusion on a patient. The alarm notified the caregiver that an action was required to maintain appropriate infusion. No further details about the event are available. No patient connected to tubing.